Manufacturer narrative:
H3 other text : the device has been evaluated by a third party.

Event description:
A device was returned to a third-party service center about the voluntary field notice/safety recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during its evaluation at the third-party service center. Error codes were present along with foam degradation - foam particles were observed. The device has been scrapped.